Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator failed while in use on a flight transport. The unit started to alarm low battery and the unit would not power on after changing the battery. Vent inop (inoperable) light was illuminated during this time. The patient desaturated from 97%-70% and was placed on a nrb (non-rebreather mask) until it reached the facility and got transferred on a bipap (bilevel positive airway pressure).

Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical was not able to verify the customer complaint regarding unit not powering on and inop light was illuminated. Vent connected onto a known good ac adapter and powered unit on. It boot up with no abnormalities or alarm conditions. External power led lit green, battery charger led lit flashing amber which means a charging battery. Vent then disconnected to ac power supply and powered up using external battery until the battery drains out, then plugged onto a power source. Battery was fully charged after 4 hours. Vent passed 223 hours of extended bench testing with no anomalies. Vent passed initial final test and initial alarm volume test using automated test fixture with no issues. Vent was visually inspected with no anomalies found. Process ventilator thru service to meet all factory specifications and standards. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.